Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 11/19/2020. An investigation was conducted on 12/10/2020. A visual inspection was conducted. Both the cannula and harvesting device was evaluated. The cannula was observed to be intact, no visual defects were observed. Signs of clinical use and evidence of blood was observed on the harvesting handle as well as on the cannula. The jaws are heavily charred and the silicone insulation was observed to be discolored. The silicone insulation yellow/brownish discoloration is because of excessive heat/activation. The silicone insulation on tip of the hot jaw was observed to be peeled back, exposing the metal tip of the hot jaw, with no detachment observed. There were no observations of melted silicone on either the hot or cold jaw. The heater wire was observed to be bent but closer to the base of the hot jaw, but remained attached at the base and tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.66 ohms which is within hemopro 2 final test specification. The device failed the temperature measurement test. The displayed temperature didn't increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature didn't decreased once the toggle swivel was released. This is because of overheating/activating the device. Based on the returned condition of the device, the reported failure "melted" was not confirmed, but was confirmed for the analyzed failures "peeled jaw', "material twisted/bent wire" as well as for "burn of device". The lot # 25152786 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tips melted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.